Event description:
It was reported that the health care professional (hcp) wanted to review options to program this cardiac resynchronization therapy defibrillator (crt-d) around left ventricular (lv) lead oversensing of atrial arrhythmia that would not impact lv pacing. Technical services (ts) was consulted and confirmed the arrhythmia had not been marked in shown electrograms (egms). Reprogramming options were provided. This crt-d remains in service. No adverse patient effects were reported.